Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has a blank display. Troubleshooting was performed and the insulin pump will return. The customer's blood glucose was 250 mg/dl.